Manufacturer narrative:
Age at time of event: 18 years or older. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely calcified mid left anterior descending artery (lad). A 3.0mmx20mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, after several inflation at nominal pressure, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 3.0 non compliant balloon. No patient complications were reported and the patient's status was good.

Manufacturer narrative:
Device evaluated by MFR: returned product consisted of a quantum maverick balloon catheter. The balloon was loosely folded with blood in the lumen and contrast in the balloon. Microscopic investigation found a pinhole in the balloon material 22mm from the tip of the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical procedural factors. (B)(4).

Event description:
It was reported that balloon rupture occurred. The 75% stenosed target lesion was located in the severely calcified mid left anterior descending artery (lad). A 3.0mmx20mm quantum¿ maverick¿ balloon catheter was advanced for dilatation. However, after several inflation at nominal pressure, the balloon ruptured. The device was completely removed from the patient's body. The procedure was completed with a 3.0 non compliant balloon. No patient complications were reported and the patient's status was good.